Event description:
The suture was used during a hysterectomy procedure. Reportedly, the suture broke while the surgeon was tying down the suture. The surgeon used another suture to complete the procedure without any pt injury.